Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had been alarming for hours and it was just giving a flashing white screen. Blood glucose was unknown. Customer reported that no report of insulin pump screen flashing when screen was turned on after being in sleep mode. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with missing segments/partial display due to cracked and bleeding lcd glass. Unable to perform displacement test and self-test due to missing segments/partial display.